Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call low blood glucose levels and low suspend alarm. Customer's blood glucose level was 37 mg/dl. Troubleshooting for low suspend alarm was performed. Customer was advised the low suspend alarm feature would not go off by itself.